Event description:
It was reported that a patient was having a coupling problem and a communication problem. It was stated that he has been having problems with it ¿for awhile¿ and stated it took ¿like 4 hours just to get it to charge sometimes¿. It was stated that last week it was ¿halfway up in the charge¿ and last night ¿I went to use it and it had no charge and wouldn¿t take a charge¿. It was reported that there were no boxes last night, but then he said later there were 4 bars shaded in. It was reported that he last felt stimulation "about a week and a half ago". It was stated that he "stayed up all night the other night but it won¿t work, it just shows that thing that you can turn it". (Reposition antenna screen". It was noted that he started seeing this screen "last night and saturday night". It was reported that the patient saw the poor communication screen even after turning the antenna dial. Additional information received reported that an implantable neurostimulator (ins) overdischarge was suspected. It was stated that t he caller had completed the antenna locate feature. It was noted that the patient contacted the manufacturer¿s representative yesterday because, his ins could not be turned on. It was reported that ¿about 2 weeks ago¿ the patient lost stimulation. It was stated that the last recharge session was about 3 weeks ago. It was noted that the patient wasn¿t using stimulation for 3 days and found that it had dropped to 50% after he thought that it was charged to full just 3 days prior. It was noted that when the caller completed the antenna locate feature she reported not seeing a por on the recharger. It was reported that neither the clinician programmer (8840) nor the patient programmer read the ins. Additional information received reported that the overdischarge was confirmed and a ¿physician recharge¿ (pmr) was completed. It was noted that the patient¿s battery was nearing 9 years. It was noted that the implanting hcp was informed. It was stated that they would be scheduling a battery replacement.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3487a-45, lot# v191420, implanted: 2009 (B)(6); product type lead product ID 37083-20, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 8840, serial# unknown; product type programmer, physician. (B)(4).